Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high and low blood glucose as well as diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 225 to 325 mg/dl at the time of the high incident. The customer had a low of 40 mg/dl on (B)(6) 2019. The customer was at 122 mg/dl at the time of the call. The customer used manual injections to treat the high and used glucose tablets to treat the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the pump is over and under delivering. Troubleshooting was not completed. The product will not be returned for analysis.